Event description:
As reported by an affiliate, when the package of a 3.5 x 23mm cypher was opened, the physician confirmed part of the distal edge of the stent to be flared. The device had not been manipulated by the physician and there had been no difficulty in removing the device from the packaging. A 3.5 x 24mm endeavor was used to successfully complete the procedure. The product was not clinically used and there was no patient injury reported.

Manufacturer narrative:
(B)(4) additional information will be submitted within 30 days of receipt.